Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. Since the device entered the service app state in august 2020, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition. Since the device had a crc error, the ipg diagnostic logs could not be obtained and therefore a more thorough analysis could not be performed.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg stopped communicating with external devices. A manufacturer representative met with the patient and attempted to troubleshoot the issue. The ipg was deemed inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.